Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that it occurred when she went to change the set at fill cannula. Customer stated that it would begin to count and resume. Issue started around october/november. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will be sent replacement infusion sets and reservoirs. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a high motor current draw. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.